Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. Blood was observed on the delivery system introducer flush port valve. Blood was observed on the delivery system introducer flush tube. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator in the sheath. There was blood in the flush port valve of the side port assembly. There was blood in the flush tube of the side port assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) "returning blood could not be drawn" through the introducer after several attempts. The introducer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.